Manufacturer narrative:
Product was not returned to coopersurgical for eval. Coopersurgical's in-house chief med officer spoke to dr (B)(6). The case involved a women with very bad adhesive disease that fixed the uterus in severe anteversion. The pt also had bowel adhered to the posterior uterus. She placed the rumi in what she thought was in the fundus but discovered, when dissecting the bowel off the posterior uterus, that she had perforated. It appeared to her that when the uterus was perforated the rumi tip folded at the top and allowed the metal rod to push through the plastic sleeve. She noted a small tear in the outer covering of the bowel (serosa) - no damage to the lumen of the bowel. The serial tear was over-sewn without incident and the pt did fine. This does not appear to be a product malfunction as perforation was a mal-occurrence of uterine perforation related to the procedure in what appears to be a very difficult case due to anatomic distortion. (B)(4).

Event description:
Pt undergoing robotic laparoscopic hysterectomy. A rumi disposable uterine manipulator had been inserted in the vagina at the beginning of the procedure. During dissection of the adhesions, the metal tip on the rumi device was visualized. The metal tip of the rumi device had perforated the device covering the uterus, causing a serosal tear to the rectum. Intra-operative general surgery consult was obtained to repair the serosal tear. Extended hosp length of stay.